Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch select meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 6:30am. The patient stated that he obtained result of "162 mg/dl" using the subject meter compared to a result of "238 mg/dl" obtained using a calibrated lab device, both readings taken more than 30 minutes apart from each other. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took exercise on (B)(6) 2015 at 6:30am in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "sweating, dizzy and blurry vision" on (B)(6) 2015 at 12:00pm, after the alleged inaccuracy began. The patient associated these symptoms with feeling a high blood glucose excursion. The patient denied that he received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed symptoms including "blurry vision" after the alleged inaccuracy began. The symptom of "blurry vision" does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The retain test strips failed the performance testing with blood and were found to be biased low at 100 mg/dl. A DHR (device history record) was also completed for the associated meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.